Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C03097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), urinary tract disorder ("bladder and urinary problem"), bladder disorder ("bladder and urinary problem") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy + bi-so). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and psychological trauma outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. C03097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital bleeding"), urinary tract disorder ("bladder and urinary problem"), bladder disorder ("bladder and urinary problem") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy + bi-so). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder and psychological trauma outcome was unknown. The reporter considered bladder disorder, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet: previously reported event injury was removed. New events- bladder disorder, genital haemorrhage, pelvic pain, urinary tract disorder,psychological trauma and weight increased were added. Date of insertion was received. Lot number was received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.